Event description:
Found during routine testing. The customer reported that the device failed the 3:00 am selftest, lit the service light, and logged a fault code related to defibrillation therapy. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.